Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device. The returned instrument (part #319.006 / lot # 6975664) is listed in at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approx. 75mm in length) and was not returned. The slider is loose in the hollow body. The handle has various marks and scratches, and the laser marking on the shaft is clearly visible. Thus, based on the received condition, the complaint condition is confirmed and consistent with the reported condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: depth gauge for small screws (part #319.09, lot #8548355, quantity #1), depth gauge for small screws (part #319.09, lot #2521348), quantity #1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Concomitant parts are not relevant to this device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. No patient involvement. (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No service history review can be performed as part number 319.006 with lot number(s) 6975664 is a lot/batch controlled item. The manufacture date of this item is 11-jul-2012. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. The review of the device history records showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported six (6) different depth gages were damaged or not functioning. Each issue was discovered in sterile processing, no patient involvement. Two (2) depth gauges for small screws have a bent tip. One (1) depth gauge for 3.5mm cortex screws and one (1) depth gauge for locking screws to 100mm for im nails appear to be missing a ball bearing, preventing the device from remaining assembled. One (1) depth gauge for 1.3mm and 1.5mm screws will not slide and one (1) depth gauge for 2.0 and 2.4mm screws has a broken tip. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed for the subject device. The customer reported the tip was broken. The repair technician reported the gauge tip was broken off, and the ball bearing was missing. Tip broken is the reason for repair. The cause of the issue is unknown. The complaint condition was confirmed. The subject device was forwarded to synthes customer quality for additional investigation. The results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.